Event description:
It was reported, during a zero-p surgery and when placing one of the screws, it was discovered the screw had a small ¿twist¿ of gold colored metal around its head. It was also reported, while attempting to retrieve the gold colored metal fragment, it fell on the floor and was non-retrievable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) was performed no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.